Event description:
The complainant reported an 81-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported an impella defective alarm during preparation for a right femoral access implant. Medical staff removed the cp, and no patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the pump not detected has been completed. Clinical details state that the console had an "impella defective" alarm, so the team switched to another pump for insertion. The logs and product were returned and evaluated. An "impella defective" alarm was not found in any of the data logs for pump. There were no abnormalities found with the pump or logs; the pump ran to specification in the lab with no alarms being reproduced. There was no problem found while investigating the reported failure mode of pump not detected. Added- d9 device return date g1- corrected MFR site name and address.